Manufacturer narrative:
The pod was received in the partially deployed state. The slide insert and linkage assembly were observed in the deployed state, however the formed needle was visible through the soft cannula. Upon opening the pod it was observed that the bend of the needle was not was lodged into the slide retract. The download data contained no timeouts, drive stalls, or rotational sensor errors that would contribute in the needle being unable to retract. No hazard alarms were observed. The exposed portion of the needle was observed to be bent however it could not be determined when this damage occurred. Scratches were also found on the formed needle. The incorrect installation resulted in the needle being unable to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.